Manufacturer narrative:
The device has the ability to store treatment data. However, the device can only store up to a certain amount of data. The device was evaluated by downloading the treatment parameters and data loaded in the device internal memory. However, since this patient was treated in (B)(6) and the data downloaded in mid- (B)(6); we did not retrieve any data that could help with the investigation. Technical evaluation of the device is needed to rule out equipment malfunction.

Event description:
The attending physician reported on a situation where a patient received laser treatment for leg veins (telangiectasia). The patient responded with ring shaped burns in the treated area. After 10 days, deep necrosis including subcutis fatty tissue in the treated area was observed. The patient was receiving treatment for the wound by the attending physician. The wound has been reported healed as of (B)(6) 2016. The physician continued to attend to the patient until the wound was healed. Since this patient was treated in (B)(6) and the treatment data encoded in the software downloaded in mid- (B)(6); we did not retrieve any data that could help with the investigation. Technical evaluation of the device is needed to rule out equipment malfunction.